Event description:
It was reported that during a tfn procedure on (B)(6) 2013, surgeon was attempting to insert a 95mm cannulated helical blade into a short tfn. The blade would not pass through the hole of the nail. After several attempts, the blade kept hitting the bottom of the hole. It is reported that surgeon made several attempts and checked all steps in the process, but nothing seemed to work. Finally, surgeon decided to switch and use an 11x320mm 130 degree nail and a 100mm helical blade. Surgeon restarted the procedure following standard technique. An additional 20 minutes was added to the surgery. Everything went as planned and surgery was completed. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of synthes device history records for manufacturing revealed no complaint related issues.

Manufacturer narrative:
This device used for treatment and not diagnosis.

Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates the nail was received with the oblique hole damaged and the outside diameter damaged adjacent to the oblique hole. All other components showed no damaged visually. Part conforms to manufacturing requirements except for cosmetic damage from surgery.